Event description:
The customer stated that the ag-920pa multi-gas unit (used for measurement of anesthetic gas agents, oxygen, or co2) was giving an incorrect sevoflurane gas input reading of 6.0% instead of the correct 2.0%.